Event description:
Bilateral pt contacted depuy via the website stating that she was revised because of pain. Medical records from the left knee revision indicate that the patella and tibial implants were loose. Little wear was observed on the tibial insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported events based on the provided info. Based on the performed investigation, a need for corrective action is not indicated. Should the products and/or add'l info be received, the investigation will be re-opened.